Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 year and 3 months after the dental implant was installed in intraoral region #5 it was verified its non-osseointegration. A 40 ncm of primary stability was achieved and immediate load was performed. The patient presented bone type iii.